Event description:
It was reported to cochlear that the patient's dry & store device allegedly caught on fire (date, and particulars of the alleged event or its circumstances were not reported). The device is reportedly no longer in use and there was no reports of patient injury associated with this event. The patient has been issued with replacement equipment.